Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post rf ablation, the patient's right ventricular lead exhibited episodes of oversensing. The lead had also previously exhibited high capture thresholds. It was noted that the patient was sensitive to high right ventricular outputs. The physician was relying on the left ventricular lead for capture. The possibility of premature ventricular contractions, intermittent right ventricular capture, or left ventricle to right ventricle capture delay were discussed as potential causes. The lead was reprogrammed and the possibility of reassessing the lead at a later date was discussed. The patient reported no symptoms.

Event description:
New information received on (B)(6) indicates that the oversensing was likely caused by the current from the rf ablation. Per the 12-lead electrocardiogram, the patient was not experiencing premature ventricular contractions. During the last patient follow-up, the device did not exhibit any issues and the oversensing appears to have resolved.